Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with ECG electrodes for cardiac monitoring. According to the reporter, the device's monitor screen displayed excessive artifact and dashed lines and would not properly display the patient's ECG. A backup device was used and no adverse affects to the patient were reported as a result of the alleged malfunction.